Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: d9, h3, h4, h6. The device that was returned was only the ball tip and the electrode itself was missing/not returned. The device underwent a visual inspection and confirmed the reported issue that the roller ball tip was detached/broken off. The electrode sheath was missing. A microscope was used to inspect and found charred marks at the breakage of the detached roller ball tip. Based on the results of the investigation, olympus was not able to determine a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01001. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ball at the tip of the resection electrode device broke off inside the patient. The physician described the event as it "burned off." The event occurred after approximately 20 minutes of use during a therapeutic prostate vaporization. The ball was retrieved intact. The procedure lasted for approximately 70 minutes, with an additional 1-2 minutes in retrieving the broken piece and was completed with a similar device. There were no reports of patient or user harm.